Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device was disposed and was not available for return to the manufacturer, further investigaton on the device could not be performed. However, from the document review performed, no device deficiencies were noted. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. It should be noted that due to the complexity of the procedure, it is reasonable to assume that the observed perivalvular leak could be related to positioning difficulties. Should further information be received in the future, a follow up report will be submitted.

Event description:
The manufacturer was informed of an intraoperative explant involving a perceval plus sutureless aortic heart valve, size l (pvf-l), which occurred on (B)(6) 2025. Reports indicate that a wheat procedure was carried out via a full sternotomy, involving the replacement of both the aortic valve and a portion of the ascending aorta. Following implantation, a paravalvular leak was detected, leading to the removal of the pvf-l valve and its replacement with a sutured inspiris valve size 23. Consequently, the duration of the surgery was extended by approximately 35-40 minutes. According to the information received, the valve's collapsing and implantation proceeded without issues. The explanted prosthesis was disposed of at the site, making it unavailable for return to the manufacturer for further assessment.